Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms. Technical services (ts) noted no noise was observed and the shock impedances were within normal range. This patient would continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.